Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed noise. A lead fracture was suspected on the ventricular lead and a revision procedure was performed. During the revision the right ventricular (rv) and right atrial (ra) lead were confirmed to be fractured. The ventricular lead was replaced and surgically abandoned at the hospital,while the atrial lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned ventricular lead was not returned to boston scientific and the atrial lead remains implanted therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.